Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: g1. The correct spelling of the initial reporter's name previously reported in the initial report 2249723-2021-02379 is francisco garibay. The suspected defective pressure transducer was returned and received at the getinge national repair center (nrc). A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm occurred. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarms on rescue and hybrid modes without issue. While testing unit, identified x1, x2 and x3 at about 5, 5, and 7 mmhg, respectively, off from atmosphere when opening all transducers to atmosphere (k3, k4, k7, k8, k11). 30 psi transducers had been calibrated on 14 september, thus transducers drifting out of calibration. Replaced x2 and x3 as a precaution. Identified nothing unusual in the logs. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The failure analysis and testing department received a pressure transducer 30 psia 4¿ cable p/n 0682-00-0091-01, s/n (B)(6), with a reported of ¿low helium alarm¿. Performed visual inspection of the pressure transducer 30 psia 4¿ cable per the cardiosave service manual part number 0070-00-0639 rev r and found no visual damage and the part is seen in fair condition. Installed the pressure transducer 30 psia 4¿ cable into the iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested in accordance with the service manual part number 0070-00-0639 rev r, in an attempt to recreate the reported problem. Found that all functions were normal. The test (30 minutes) did not trigger the reported problem of the ¿low helium alarm¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the pressure transducer 30 psia 4¿ cable in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm occurred. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarms on rescue and hybrid modes without issue. While testing unit, identified x1, x2 and x3 at about 5, 5, and 7 mmhg, respectively, off from atmosphere when opening all transducers to atmosphere (k3, k4, k7, k8, k11). 30 psi transducers had been calibrated on 14 september, thus transducers drifting out of calibration. Replaced x2 and x3 as a precaution. Identified nothing unusual in the logs. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).